Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 45 mg/dl. The customer stated their high and low blood glucose can sneak up. Customer stated they had neuropathy. It was unknown how the customer treated for their low blood glucose. The customer stated insulin pump had a some chipping and buttons harder to press. The insulin pump will not be returned for analysis.